Event description:
The clinician reported that during priming, fluid was leaking from the cardioplegia raceway tubing. There was no patient involvement.

Manufacturer narrative:
This issue was detected during priming. There was no patient involvement. The csc 14 cardioplegia set was returned to sorin group USA for evaluation. Visual inspection revealed a small tear in the cardioplegia raceway tubing. There was strong evidence that both lines had been incorrectly threaded into the roller pump, causing the two to pinch together. Damage occurred when the roller pump was activated. With proper use of appropriately sized tubing inserts, combined with the correct method of line installation into the roller pump, and proper occlusion techniques, tubing should not move or bunch up during use. The results of the visual inspection indicate that the reported problem does not appear to be a tubing malfunction but incorrect placement of the tubing in the raceway. Section 5, blood cardioplegia, in the pump instructions for use state "...incorrect tubing clamp inserts can result in severe failures during perfusion since the tubing is either pinched or not seated securely in the pump...check if the tubings lie evenly along the pump raceway. The tubings should neither be twisted, crossed or kinked...both tubings must lie evenly without kinks or twists along the pump raceway, must not be kinked or crossed, must be tightly secured in the tubing clamp inserts and must not have any play within the pump...the correct adjustment of the pump occlusion is an essential precondition..." The sorin group heart lung instructions for use included in the heart lung pack state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing. No further action is deemed necessary.